Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during an attempted implant, non-capture was noted when the device was connected to the existing lead. The device was removed and replaced. No patient complications have been reported as a result of this event.